Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was being used to treat a total occlusion in the superficial femoral artery (sfa) and a lesion in the popliteal artery. Treatment was performed with all three speeds. The result post treatment was excellent. One day post-procedure, red spots appeared on the patient's thigh at the treatment area. In the physician's opinion, this was not suspected to be an allergic reaction but rather purpura. The patient reported mild itching with no pain. The purpura were unable to be blanched. In the physician's opinion, the cause of the purpura was due to micro embolization. The purpura has been resolved and the patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported embolism/embolus and hematoma resulting in unexpected medical intervention appears to be related to operational context. In this case, it is possible that the reported embolism/embolus and hematoma resulting in unexpected medical intervention is related to the patient disease state and/or use techniques employed. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was being used to treat a total occlusion in the superficial femoral artery (sfa) and a lesion in the popliteal artery. Treatment was performed with all three speeds. The result post treatment was excellent. One day post-procedure, red spots appeared on the patient's thigh at the treatment area. In the physician's opinion, this was not suspected to be an allergic reaction but rather purpura. The patient reported mild itching with no pain. The purpura were unable to be blanched. In the physician's opinion, the cause of the purpura was due to micro embolization. The purpura has been resolved and the patient was in stable condition.